Manufacturer narrative:
Work order passed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when starting the system, it does several loops of exiting until it finally gets to the launch screen. There was no patient present during the event.